Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1 gram stat dose, intraperitoneal, frequency was not reported), amikacin injection (100 mg, intraperitoneal, one bag per day) and meropenem injection (3 grams in three bags per day, intraperitoneal) for peritonitis. At the time of this report, patient has recovered from the event. The patient was discharged from the hospital four days after event onset. Pd therapy was ongoing. No additional information was available.